Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 42 mg/dl and treated with food. Troubleshooting was performed and customer was advised to monitor insulin pump and to contact healthcare professional regarding possible causes of low blood glucose. Customer also reported that the infusion set was worn for seven days instead of the recommended three days. Customer was advised against wearing insulin pump beyond the recommended time.